Event description:
It was reported that the patient never had therapeutic effect and therapy had never "really helped her." The reporter indicated that the patient experienced symptoms of loss of bladder control and was unable to hold her urine. The patient stopped feeling stimulation 2 days prior to the report but didn't really notice a change in symptoms since stimulation stopped. The reporter indicated that the patient's healthcare provider (hcp) was aware of this issue and had reprogrammed the patient in the past. A power-on-reset (por) condition was also reported and the patient was unable to adjust stimulation. The reporter stated that they thought this occurred because the patient had been visiting a friend in the hospital. The reporter indicated that the patient was going in for urodynamics on (B)(6) 2013. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4). Product type: programmer, patient: product ID 3889-28, lot# v618048, implanted: (B)(6) 2011. Product type: lead. (B)(4).